Manufacturer narrative:
If implanted; give date: n/a. Lens was removed/replaced during the same procedure. If explanted; give date: n/a . Lens was removed/replaced during the same procedure. The device was discarded, therefore, the complaint issue reported could not be verified. Product deficiency could not be determined. The manufacturing records for the product were reviewed. The product was manufactured and released according to specifications. A search of complaints revealed no additional complaint folder has been received for this production order number. As a result of the investigation, there is no indication of a quality product deficiency and the reported issue could not be verified. Report submitted 9:55pm pst, february 4, 2021. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported the tecnis simplicity preloaded intraocular lens (iol) was partially delivered in the patient's left eye and haptic detached. The replacement lens is the same model and diopter. The customer indicated that the lens was discarded. Patient outcome was not provided. No additional information provided.